Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-21097 and 1627487-2013-21106. It was reported, the pt is experienced auto-reduction on the scs leads and stimulation required extremely high amplitudes and was fluctuating. Follow-up identified the pt was not receiving the same stimulation coverage as she did with the trial system and requested to have her scs system explanted due to ineffective stimulation coverage. It was also reported, the pt was experiencing increased recharge burden on the ipg. Subsequently, the pt had her entire scs system explanted and replaced which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.